Event description:
It was reported that customer observed insulin gauge on pump displaying amount that was different than expected and that fill estimate remained static at 34 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support and was informed that issue could occur due to large variance in measured pressures used to calculate remaining insulin, and that display would begin counting down again once actual insulin amount matched static value, and customer understood and acknowledged this information.